Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# unknown. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# unknown. Unknown size 29mm patellar button; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has bilateral triathalon knees. Doing great on left but the right side she complains of pain and she has had a series of effusions. The decision was made to revise the right knee. Upon opening the joint, a good amount of blood was evacuated. Dr. (B)(6) decided to put a revision component with a higher level of constraints due to a high level of subluxation. Nothing was loose or broken. Right side.